Manufacturer narrative:
(B)(6).

Event description:
It was reported that the black insulation on the wand came off during use. No cannula was used during the procedure. Case was completed using a back-up device of the same type. No patient/user injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Photos supplied of the damaged black shrink tube would suggest that the device had come into contact with a bony, sharp, or otherwise hard surface object that could cause this type of failure.